Event description:
It was reported that the patient with this implanted system expired one month post-implant and one day post-system explant. It was noted, upon removal, that one of the leads tested (B)(6) for (B)(6) no allegation was made against the implanted leads or device.